Event description:
The pt reported that she woke up with a blood glucose level of 499 mg/dl on october 4, which she considered high. The pt said she had moderate amounts of ketones and felt nauseous at that time. She says her blood glucose level was 428 mg/dl and injected insulin via syringe and her blood glucose level came down to 368 mg/dl. Her reading was reportedly 378 mg/dl during the contact to animas. She states, her normal blood glucose levels are between 100 to 200 mg/dl. She says that her bolus history and total daily doses do not match and said that when adding her bolus doses for the day she called, she got a result of 30.05 units and her pump calculated 26.1 units. She did not say whether she adjusted any insulin delivery due to the issue.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.